Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "oozing silicone"; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and the device appeared to be "oozing". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Gel bleed: not observed. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and the device appeared to be "oozing". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9,h.3,h.6. Visual evaluation: device photograph(s) for the device related to the reported event capsular contracture and gel bleed was requested on 11-march-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Gel bleed: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and the device appeared to be "oozing". The device has been explanted and replaced with a non-allergan device.